Event description:
The pt uses the suspect device to check their blood glucose. The pt used the suspect device and obtained a result of 89mg/dl. The patient's then ate dinner. After eating the suspect device read 562 mg/dl. The pt then injected 14 units of humulog insulin. The pt performed a retest and the result was 114mg/dl. The pt then passed out. Paramedics were called and they used their meter to check the pt's blood glucose and the result was 26 mg/dl. The pt was given a glucose IV and transported to the ER. The pt's blood glucose was 284mg/dl in the ER.